Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015, rv pacing impedance measured 1045 ohms, up from 589 ohms. Beginning (B)(6) 2015, ventricular sensing integrity counts up to 67; ventricular tachycardia (vt)-ns episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counts greater than 30 in 3 days and rv lead impedance variation in last 60 days. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing and episodes of non-sustained tachycardia (nst). It was noted that there was a possible fracture. During the rv lead revision, the lead could not be explanted as it was not possible to retract the helix mechanism with the rotation tool. The physician did not observe any physical resistance when rotating the pin multiple times and twisting did not loosen the helix mechanism from the heart muscle. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.